Event description:
It was reported that the pump touch screen had blue edges and lines which resulted in the customer experiencing difficulties reading the screen. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.